Manufacturer narrative:
Analysis was performed by a philips remote clinical application specialist (cas) which included interviewing the customer who stated they needed clinical input. The customer reported the nibp reading was high and the unit had been tested on a simulator with perfect readings. The issue happened again and the unit was tested once again on a simulator with good results. The nurse tested it on herself, and it read really high. The unit, cuffs and hoses were changed out. The customer thinks the unit has not been calibrated or the unit is due for a preventive maintenance, which had not been done in a while. The customer also inquired about the change from 6mm to 5mm connector. Philips technical support (ts) emailed the information regarding the nbp pump inlet size change and offered to order the part, but the customer just wanted the part number. Ts looked up part ID for nbp pump and emailed to customer along with service bulletin (sb) for the nbp inlet size change and part information to resolve their inquiry. After providing all the information needed, the cas closed out the case on the clinical work order side. The customer has resolved this issue themselves. Based on the information provided in the case, the cause of the reported problem was not confirmed as the customer resolved the issue themselves. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the nbp was reading high. The device was in use on a patient at the time of the event; there was no adverse event reported.